Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the investigation results, it is likely the cause is not established for the malfunction. Which indicates that the investigation findings do not lead to a clear conclusion for the outer tube was dent. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gynecologic laparoscope exhibited a dent in the outer tube. There was no patient involvement.